Event description:
It was reported that pre-op, emg tube impedance check cannot be cleared. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that the device and an open pouch were returned in a double resealable bag. The pouch was open from 3 of 4 sides when returned, and the open sides of the pouch were taped with green tape. Upon return, there was no harness attached to the device, it was cut off. There were traces of contamination observed on the cuff and the tube near the clamp shell. There were also voids observed in all 4 trace pads, and blue electrode trace pad had traces of discoloration as well. The device failed functional testing due to damaged condition upon return. The device was in damaged condition upon return, and it was impossible to perform the electrical/functional test, therefore, the complaint could not be substantiated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: annex d/fdc code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.